Event description:
It was reported that the battery pack exploded prior to the procedure. There was no pt involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the investigation, the battery pack was cut free from the handpiece and only the battery pack was returned. All batteries looked like they became hot at one point and one battery had the negative terminal end separated from the rest of the battery. The insulation on the cut end of all three wires was fused together apparently due to heat. Due to the cord between the handpiece and the battery pack being cut, a complete investigation cannot be completed.